Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 37 and 48 hours. A day after pod application, the patient experienced pain at the pod insertion site and observed swelling and erythema around the pod. After an unknown duration, the patient contacted the hospital and was advised to remove the pod and seek medical assistance. The patient went to hospital de la tour, and was treated by sarah malacarne on (B)(6) 2025. The patient was diagnosed with an infection, the insertion site was cleaned, and antibiotics were prescribed. At the hospital, the patient also experienced low blood glucose level of 2 mmol/l based on her dexcom g7 sensor reading. The patient's hypoglycemia was treated with sugar. The patient's blood glucose level was later tested using a fingerprick test, which showed a blood glucose level of 18 mmol/l, while the dexcom sensor still indicated 2 mmol/l. The patient's hyperglycemia was then treated with insulin. The patient was discharged after 10 hours. Dexcom was informed of the blood glucose value discrepancy on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection, hyperglycemia, or hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.